Manufacturer narrative:
Corrected data: b5, d9/h3, e1. Additional information: d4. Based on the original reported event, the event was assessed as likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. A redesigned housing that does not contain a weld, has been implemented beginning with lot 21076. Based on the lot number of this device, it was determined that this event is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury and is therefore not reportable. H3 other text : device not available.

Event description:
The user facility reported that the housing broke at the socket before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully with no delay. There were no adverse consequences and no medical intervention.

Event description:
The user facility reported that the housing fractured at the weld before a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully with no delay. There were no adverse consequences and no medical intervention.